Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium. There is no known patient involvement. Following the positive test result, the facility performed a disinfection of the unit. A sorin group field service representative visited the facility to inspect the unit and found that the cleaning performed by the customer was not effective, and there was still debris in the unit. The customer decided not to perform another disinfection cycle. The unit was taken out of service and the facility plans to scrap the unit and replace it with new equipment. The product disposition was known to sorin on march 30, 2016 and was inadvertently not included in the initial report filed on april 27, 2016. The complaint investigation is now closed. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU. Evaluated on site by sorin service rep.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium. There is no known patient involvement. A sorin group field service representative was dispatched to the facility to inspect the involved device. The inspection of the outer and inner parts of the sorin heater-cooler system 3t revealed a small amount of biofilm inside the cardioplegia tank. Further discoloration of internal tubings was found. Based on the obvious biofilm in the cardioplegia tank of the inspected device, sorin group (B)(4) has concluded that the users have not strictly followed the cleaning and disinfection instructions according to the current IFU. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Customer cannot return; backup unit.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium. There is no known patient involvement.